Event description:
The customer reported being in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 800mg/dl. The caller stated that he was feeling sick for a few days, throwing up, and falling asleep at work. The customer stated that the doctor adjusted the basal rates while staying at the hospital. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.